Manufacturer narrative:
Block b3: exact date unknown, based off bsc aware date. Block d2b: additional pro code selection that applies to the indication of this device <nhl, pjs>.

Event description:
It was reported that the deep brain stimulation (dbs) patient was hospitalized and underwent an implantable pulse generator (ipg) replacement procedure during which the primary cell ipg was replaced due to the battery having reached its end of life (eol). The patient had higher than normal therapeutic settings around 5 ma. The patient was doing well postoperatively. The explanted ipg will not be returned as it was retained by the medical facility.